Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the jaws got stuck but they managed to open again and changed the magazine but were locked again and then they didn't get up the jaws again. The jaws were locked closed on tissue. The knife reverse switch button was used to removed the device. They opened a new instrument and that works fine. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # t5ak4f. Additional information received: can you please provide more event details? Was the device locked on tissue with the jaws closed? Yes, she thinks so. If yes, how was the device removed (knife reverse switch button, cut from tissue, etc.)? Knife reverse switch button. Did the jaws eventually open? Yes, they were opened but went into locked position again. If no, please explain. Investigation summary, the analysis found that one ec60a device was returned with no apparent damage and with a gst60d partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.